Manufacturer narrative:
Information contained in this report was previously submitted through asr on 22/jul/2017. The event of "hardness" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional information regarding the event, product, or patient details has been requested of the reporter by allergan; no additional information is available at this time. Device evaluation: visual analysis noted creasing and discoloration of the shell, total separation of the shell on the posterior surface, and a missing shell and patch. Microscopic analysis identified delamination of the diaphragm valve plug strap disk shell due to adhesive failure as well as surgical damage on the posterior surface resulting in the missing shell and patch. No blockage of the diaphragm valve was seen and leak testing confirmed the opening in the shell. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma or seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Unsatisfactory results ¿ patients should be informed that dissatisfaction with cosmetic results related to such things as scar deformity, hypertrophic scarring, capsular contracture, asymmetry, wrinkling, implant displacement/migration, incorrect size, and implant palpability/visibility may occur. Careful surgical planning and technique can minimize, but not preclude, the risk of such results. Pre-existing asymmetry may not be entirely correctable. Revision surgery may be indicated to maintain patient satisfaction but carries additional considerations and risks.

Event description:
Physician reported left side "hardening." Device has been explanted.